Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the patient's bile duct was inadvertently cut which resulted in unspecified post-operative complications. The following information is unknown: the cause of the bile duct injury, what surgical task was being performed when the complication occurred, what medical intervention was rendered due to the bile duct injury, the procedure outcome, what post-operative complications the patient experienced, and the patient's current status.

Manufacturer narrative:
A system log review cannot be conducted due to insufficient information provided. No da vinci system identifiers were provided.